Event description:
It was reported that, during surgery, one (1) healicoil suture anchor broke and the metal tip went into the shoulder with the anchor. It is unknown how the procedure was finished and if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11:this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An evaluation of the customer provided image was performed and found the device with the tip of the shaft detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the detached shaft tip could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the detachment include excessive force on the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.